Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 3 mg/ml at 1.18 mg/day and dilaudid 6 mg/ml at 2.3599 mg/day via an implanted pump for malignant pain and spinal pain. It was reported a motor stall was seen on initial interrogation and the patient recently had a MRI. The MRI was done on (B)(6) 2018, but the hcp stated when she first interrogated the pump on the date of the report she confirmed a motor stall and tube set events. A motor stall recovery had not occurred. The hcp had not read the logs yet and was not with the patient at the time of the call. Telemetry state was reviewed. The hcp would re-interrogate for the event logs to confirm the stall recovery. It was not less than two hours since the patient exited the MRI field. Patient symptoms were not reported, and the event date was (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-mar-06. It was reported that the hcp last saw the patient during an inpatient consult on (B)(6) 2018. He stated that there had been multiple motor stalls occurring in 2018-sep with the most recent stall on (B)(6) 2018. He stated that on (B)(6) 2018.a tube set message was noted. He stated that he contacted the manufacturer because the pump was alarming, and it was confirmed that the alarm was due to a low pump reservoir. He stated that he reset the pump volume to 40ml and programmed the pump to minimum rate to push the alarm date out to 2036 and silence the alarm. He stated that the patient was thinking the pump was providing therapy at that point, but he advised the patient it was not. He stated that the patient wanted to see somebody about restarting the pump, but the patient had sepsis from a uti which was not related to the pump. He stated that the patient was not a candidate for pump replacement at this time, and would follow-up with another hcp in the future to have the pump replaced. He stated the patient's weight was 131.5kg/290lbs but the date of the weight was unknown. The hcp had no further information to report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The date of the event was (B)(6) 2018. A motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). The motor stall was active; stopped pump period may exceed tube set. There were multiple motor stalls and recoveries. The hcp silenced the alarm and extended the alarm intervals. The reservoir volume was changed to 40ml and the pump was programmed to minimum rate mode. No symptoms were reported.